Manufacturer narrative:
The investigation determined the issue was related to customer handling as the samples were paused on the mpa system for over three hours before being processed by the analyzer. The issue was resolved by the service actions. Product labeling warns the customer to ensure that samples do not remain on the system too long as analytical results may be affected by an increase in concentration due to sample evaporation.

Manufacturer narrative:
The field service engineer determined the samples were aliquoted by the modular pre analytics (mpa) system and after aliquoting there was a pause on the mpa. The samples sat for over 3 hours on the mpa system before being loaded onto the cobas 8000 ise module. The ise module and the aliquoter of the mpa system were inspected.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na, ci for gen.2 on a cobas 8000 ise module. The initial values were reported outside of the laboratory. The samples were repeated on a second analyzer and these repeat results were believed to be correct. The first sample initially resulted with an na value of 158 mmol/l accompanied by a data flag, which repeated as 158 mmol/l accompanied by a data flag. When tested on the second analyzer, the na result was 140 mmol/l. This sample initially resulted with a cl value of 117 mmol/l, which repeated on the second analyzer as 104 mmol/l. The second sample initially resulted with an na value of 157 mmol/l accompanied by a data flag, which repeated as 158 mmol/l accompanied by a data flag. When tested on the second analyzer, the na result was 143 mmol/l. This sample initially resulted with a cl value of 117 mmol/l, which repeated on the second analyzer as 104 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.